Event description:
Healthcare professional reported a right side deflation and "any creases associated with hole" observed during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed crease smooth on radius assessed as fold flaw opening. ¿ crease fold observed. Additional observations: ¿ wear abrasion observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation and "any creases associated with hole" observed during surgery. Device has been explanted and replaced.